Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aortic cuff and endoanchors were implanted in the patient for endovascular treatment of endurant stent graft type ib endoleak and type ia endoleak. It was reported that approximately two days post the procedure, the patient experienced a fever. The patient received medication. The event resolved two days later, and the patient recovered with treatment. The investigator indicated that the relationship to the device or procedure is unknown. No additional adverse event was reported and the patient is fine.

Manufacturer narrative:
Additional information received. It was confirmed it was an endurant bifurcate stent graft system and limb implanted for a 60mm maximum diameter aaa. 7 endoanchors were implanted to the proximal neck primarily for a ia endoleak. Non-mdt stent grafts were also implanted. The sponsor assessed the fever event as having a causal relationship to the procedure and not related to the device (endoanchor). Updated other relevant devices are: enlw1624c120ee, s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.